Manufacturer narrative:
Device evaluation was not performed because the device was not returned and the reporter has not responded to requests for device identification information, photographs, invoice information, or device return. The specific catalog number, lot number, UDI, and sales pathway could not be determined. Based on the available information, the investigation is inconclusive and the cause of the reported breakage could not be established.

Event description:
Sontec instruments, inc. Received FDA medwatch report mw5188133 on (B)(6) 2026 regarding a reported product problem involving a "1.5 mm garrett vascular dilator." The report states that the dilator broke when adjusting the position of the device on (B)(6) 2026. The report identified the event type as malfunction and indicated no clinical signs, symptoms, or conditions. No death or serious injury was reported. The report did not include a sontec catalog/item number, lot number, UDI, invoice number, purchase order number, or product photographs. The report also indicated that the device is not available for manufacturer evaluation. Sontec made three documented attempts to contact the reporting facility on (B)(6) to request the missing identifying information, purchase order or invoice number, available photographs, and device return information. No response has been received as of the date of this report. Sontec performed a records-based investigation. A search of available sales records did not identify sales of a vascular dilator to the reporting facility within the prior five years. A review of complaint records for the prior five years did not identify any similar complaints involving this product description/product family. Based on the limited information provided, the exact sontec catalog number, lot number, UDI, date of distribution, and sales pathway could not be determined. Because the device was not returned and the specific product identity and lot could not be confirmed, sontec could not perform a physical evaluation or determine whether the reported breakage was caused by a device nonconformance, use conditions, age/wear, maintenance/reprocessing history, or another cause. No inventory quarantine, field action, supplier corrective action, or CAPA has been initiated at this time because no affected catalog number, lot, UDI, or systemic trend has been identified. Sontec will submit a supplemental report if additional relevant information becomes available.